Event description:
Pt reported infusion set cracking at the luer end of the connection. Pt stated the device is not at fault for this incident. They believe this is being caused by them rolling over at night and tubing becoming bent and then cracking. Pt advised they were hospitalized twice with a blood glucose in the range of 400-500 mg/dl. Pt did not have any of the infusion sets with them to verify the lot/expiration date. On the pt's most recent hospitalization (late 2005) they were treated with an insulin drip and monitored for 24 hours before being discharged. Pt stated no error messages were generated. Pt's current condition is fine.